Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump passed the functional tests, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. All buttons functioned properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. The device passed leak test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button error. The customer¿s blood glucose was 95 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button error while seated on a chair. Customer was unable to unable to clear the stuck button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.